Manufacturer narrative:
Event reportable based on analysis finding. Evaluation summary: instrument (a) was returned with dried body fluids. Device was returned with the iris torn. Instrument (b) was returned with dried body fluids. Device was returned with the iris torn and the sleeve torn and mainly attached to the sleeve.

Event description:
It was reported that the device was used during the unknown case, both devices have torn diaphrams. No patient consequence.